Event description:
It was reported that the patient experienced increased pain and sweating and was hospitalized. Healthcare provider was unable to aspirate fluid. It was stated that the catheter was kinked and had tiny holes. A surgical revision was done on 2009-(B)(6) wherein the catheter was spliced. Patient outcome was reported as resolved without sequel. Drug(s)/dose delivered via the system were not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient experienced 'cessation of therapy'. Per the reporter, 'catheter may have been partially kinked by extensive scar tissue'. The pump contained morphine, bupivacaine and fentanyl.

Manufacturer narrative:
.

Manufacturer narrative:
Catheter model: 8711, serial # (B)(4), implanted on: 2006-(B)(6), explanted on: unk.